Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was re-implanted after the active electrode had completely migrated out of the cochlea.

Event description:
The recipient was explanted after the active electrode had completely migrated out of the cochlea. A full insertion was originally achieved at implantation. The user was re-implanted at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing enough benefit to the recipient due to a post-operative active electrode migration out of the cochlea. This is a final report.